Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the valve re-sheathed one due to high implant depth. The patient had a completed heart block (chb) during deployment. The valve was implanted. After the procedure, a moderate perivalvular leak (pvl) was noted and a post-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The patient sent home with a holter monitor.

Event description:
N/a.

Manufacturer narrative:
An event of the perivalvular leak (pvl) and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and complete heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.